Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil could not be visualized') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. A96182) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain, dysmenorrhea, dyspareunia, female sterilization, endometriosis and pelvic congestion syndrome. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, (menorrhagia (heavy menstrual bleeding)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), endometriosis ("endometriosis diagnosis"), abnormal weight gain ("excessive weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("pregnant, pregnancy: stillbirth/miscarriage"). The patient was treated with surgery ("laparoscopic" salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, medical device discomfort, abdominal distension, alopecia, migraine, fatigue, endometriosis, abnormal weight gain, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge and vaginal infection outcome was unknown and the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, allergy to metals, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, medical device discomfort, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test :- plaintiff did not undergo confirmation test. Patient received treatment for pelvic pain ,abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, bladder problems, urinary problems, vaginal discharge, vaginal infection, fatigue, migraines, hair loss. Lot number: a96182, manufacturing date: 2013-02, expiration date: 2016-02-29. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil could not be visualized') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. A96182) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain, dysmenorrhea, dyspareunia, sterilization, endometriosis and pelvic congestion syndrome. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, (menorrhagia (heavy menstrual bleeding)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), endometriosis ("endometriosis diagnosis"), abnormal weight gain ("excessive weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("pregnant, pregnancy: stillbirth/miscarriage"). The patient was treated with surgery (laparoscopic salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, medical device discomfort, abdominal distension, alopecia, migraine, fatigue, endometriosis, abnormal weight gain, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge and vaginal infection outcome was unknown and the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, allergy to metals, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, medical device discomfort, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test :- plaintiff did not undergo confirmation test. Patient received treatment for pelvic pain ,abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, bladder problems, urinary problems, vaginal discharge, vaginal infection, fatigue, migraines, hair loss. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: lot number, medical history, patient aka name, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil could not be visualized'), pregnancy with contraceptive device ('pregnant, pregnancy: stillbirth / miscarriage') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, (menorrhagia (heavy menstrual bleeding)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), endometriosis ("endometriosis diagnosis"), abnormal weight gain ("excessive weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, medical device discomfort, abdominal distension, alopecia, migraine, fatigue, endometriosis, abnormal weight gain, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge and vaginal infection outcome was unknown and the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion spontaneous, allergy to metals, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, medical device discomfort, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure confirmation test : plaintiff did not undergo confirmation test. Patient received treatment for pelvic pain ,abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, bladder problems, urinary problems, vaginal discharge, vaginal infection, fatigue, migraines, hair loss. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or the lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received reporter information was added. New event added dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), nickel allergy, psych injury, bladder problems, urinary problems, vaginal discharge, vaginal infection. Event outcome added pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). No lot number or devices ample was received in this case. A review of our complaint records and other non-conformance data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.